Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure, levels c2-c7. It was reported that when the site took the first navigated scan, and when the surgeon was verifying accuracy, they noticed a 4 centimeter (cm) offset in depth. They took another scan and it came back with a 4 cm offset laterally. Medtronic navigation and imaging were aborted but surgery continued. This resulted in a 1 hour delay. It was noted that the navigation camera was pointing to the left medtronic imaging system tracker. There was no known impact to patient's outcome.

Event description:
Additional information was received. It was reported that there was no impact to patient's outcome. The surgery was completed successfully, just without the aid of navigation.

Manufacturer narrative:
H2) concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733686, software version: 2.1.0. H2) additional information in section b5. H2) additional information: it was determined that the left tracker of the medtronic imaging system needed re-calibration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the case. Based on the information provided the issue was not with the navigation system. The issue was resolved after recalibrating the left tracker of the imaging system. This appeared to be a calibration issue. There was no indication that a software anomaly contributed to the reported behavior. The software appears to be working as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.